Manufacturer narrative:
(B)(4). The actual complaint product was returned. One used sample was received without the original packaging and was evaluated. The returned sample has a bushing that is detached from the cone adapter. The components were viewed under uv light. There is visible evidence of application of adhesive with optical brightener. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the second of three reports. Refer to 803047-2016-00049 for the first patient. Refer to 803047-2016-00051 for the third patient. It was reported that there was an incident that occurred with the inline suction catheter to a patient in the neonatal intensive care unit. The catheter broke while the it was being advanced into the endotracheal tube and became detached from within the sleeve with retrieval. The this event occurred on (B)(6) 2016. The patient did not have to be re-intubated; however, the patient did become bradycardic and desaturated when the catheter became lodged in the airway with no adverse event. The closed suction catheter was retrieved from the endotracial tube and exchanged without further incident. No additional information is available at this time.

Manufacturer narrative:
UDI # unknown. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4).